Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was re-admitted form home after having a red heart alarm. It was reported that the recent patient history includes readmission 1.5 weeks ago for frequent pulsatility index (p1) events secondary to arrhythmias. It was noted that the patient has an implantable-cardioverter defibrillator (ICD). At the time, antiarrhythmic medications were increased and an echo was completed. No further alarms and pi events were noted. The patient was discharged home. Most recently this evening, it was reported that the patient was having sex with his wife. When he connected to the power module source for the night, he had a red heart alarm and a pump speed reading of 2000 rpm on his display module. The patient came to the emergency department and the patient's history data was downloaded. The history data showed 2 minutes of low flow, low speed operation, and pump off. The alarms occurred on the power module. When the patient switched to battery source the alarms mitigated. A review of the submitted x-rays revealed an upward angle of the driveline come off the pump end bend relief. Also, a sharp bend in the driveline was observed. The external portion of the driveline did not appear to show any areas of concern. A device tracking form was rec'd which indicated that a pump exchange was performed with the cause of the exchanged being noted as percutaneous lead internal fracture.

Manufacturer narrative:
The pump including the associated system controller was returned and rec'd by the manufacturer. A supplemental report will be submitted when the pump analysis is completed.

Manufacturer narrative:
The report of red heart alarms and a suspected percutaneous lead issue was confirmed based on the evaluation of the returned pump. The pump was returned with the percutaneous lead (lead) cut approximately 6¿ from the pump housing and the severed portion of the lead, measuring approximately 26¿ in length, was returned. Electrical continuity testing was performed on the pump-end portion of the lead and all wires were found to be electrically intact; however, when the shielding and bionate layers were removed, the examination of the underlying wires revealed a disruption in the insulation of brown wire, less than 1¿ from the nipple of the pump housing. The conductors of this wire were exposed as a result. The disruptions of the wire appeared to be the result of repetitive movement of the lead in this area. There was no evidence of mechanical damage to the wires such as crushing or pinching. The disruption of the insulation of the brown wire would have interrupted pump function as a result of the exposed conductors potentially contacting the braided shield and creating an electrical short to ground while the system was supported by the power module. This interruption in pump function would have activated the reported low speed alarms and pump stoppage events. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.